Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11march2019. No phone number provided. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue.fse replaced the unit's cpu to resolve the reported issue. Unit was tested and passed all testing. Unit was ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had touchscreen failure. The customer reported there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 19jun2019, date rec¿d by MFR : 28may2019. A central processing unit (cpu) was return for analysis. During further investigation (fi), a visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was installed in an fi test ventilator in an attempt to duplicate the reported problem. The test ventilator powered up from alternate current (ac), delivered breaths and the ac led indicator turned on. The touchscreen responded to touch command and passed calibration. The ventilator operated for two (2) hours without failures. Power on self test was executed 10 times during this test and no failures occurred. The cpu board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.